Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. Product event summary: data files were returned and analyzed. The patient files showed at least eleven applications were performed with balloon catheter 2af284 with lot number 00277 without any issue on the date of the event. There were clinical issues (tachycardia, pericardial effusion) that occurred during procedure. There is no indication of a relation of the adverse events to the performance and malfunction of the product. In conclusion the physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while manipulating the sheath, the sheath, balloon catheter, and mapping catheter fell back into the right atrium, inducing tachycardia. A pericardial effusion was noted and a pericardiocentesis was performed. The patient was stable, and the case was completed with cryo. The patients hospitalization stay was extended three days. No further patient complications have been reported as a result of this event.